Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer reported that they received a critical pump error image on the pump screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the device , there was corrosion on electrical board particularly around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. The serial number label located between the belt clip rails is worn down to the point where it¿s illegible. Did not note any cracks in the case whatsoever; however, the battery compartment is corroded.